Manufacturer narrative:
Internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-134: user has low glucose value. Note: manufacturer contacted customer in a follow-up call to ensure that the customer condition improved - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Customer called regarding replacement meter sent on internal report # (B)(4). Customer had performed blood test and obtained a result of 43 mg/dl. At the time of the call, the customer reported not feeling well. Customer was having diabetic symptoms but did not disclose what exact symptoms she was experiencing. Customer stated that she would hang up and call 911. Customer could not continue with the troubleshooting process and no further information was able to be obtained.